Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump has come apart. One of the screws has fallen out that holds the top and bottom of the housing together, exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer she confirmed that the transformer had exposed underlying electronics. She did not report any spark, fire or injury. She also stated that she would send the defective product back to medela, however on the date of this report, the original product has not been rec'd. Should additional info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.